Event description:
A surgeon reports a large divot was noted on the central posterior optic following insertion. The surgeon feels the source of the damage was the delivery system cartridge. Enlargement of the incision was required to accommodate removal and replacement of the intraocular lens (iol). Additional information has been requested.